Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for out of range lead impedance and further indicated that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance, subthreshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. Superior vena cava (svc) defibrillation impedance had risen from an approximate baseline of 45 ohms to greater than 250 ohms on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned; analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a lead warning. Out of range impedance was detected. It was suspected that the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.